Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 9, 2016 (B)(4).

Event description:
It was reported by the wound ostomy continence nurse that the end user exhibited a red bump, non open rash that started about 4 days ago from the 3 to 9 o'clock area. The end user cleanses skin with water then drying and applying wafer. The nurse reports changing care to adhesive remover then washing with dial soap and water, rinsing, drying, and applying over-the counter antifungal powder and protective barrier wipe, then the device. It was further reported by the nurse that the end user was placed on a single dose of diflucan 150mg by mouth on (B)(6) 2014.